Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed it was due to rust on the printed circuit board and the cabling. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the visera pro video system center circuit board was burnt (power malfunction). The event occurred during preparation for use in a therapeutic transurethral resection in saline procedure. The procedure was completed with a similar device. The patient was not under anesthesia. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. Additional findings were as follows: the bottom of front panel and the bottom panel were rusty, and the printed circuit board and cables were rusty and damaged due to which the front panel did not light. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.